Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
T was reported that the day after this brady lead was placed, it was confirmed through an x-ray that this lead has straightened. Furthermore, this lead was scheduled for a surgery. This lead remains in service. No adverse patient effects were reported.